Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic laparoscopic treatment of umbilical and bilateral inguinal hernias. It was reported that after implant, the patient experienced pain, fistula, lesions, erosion, adhesions, bladder tumor, cysts, mesh bunching, acutely inflamed granulation tissue, stomal edema, mucosal ulceration, acute inflammatory exudate, moderte lateral lobar hyperplasis, and nodular lesion. Post-operative patient treatment included cystectomy and removal surgery. The product had been used with 0010301 bard ventralex hernia patch, lot# 43hod529 and 0113035 salute q rings (x2), lot# 43fqd517.

Manufacturer narrative:
Additional information: concomitant product: 0010301 bard ventralex hernia patch, (lot# 43hod529); 0113035 salute q rings(lot# 43fqd517) patient code-c64343(lateral lobar hyperplasis; nodular lesion). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced pain, fistula, lesions , erosion, adhesions, bladder tumor, cysts and mesh bunching. Post-operative patient treatment included cystectomy and removal surgery.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: h6 (removed c63208). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic laparoscopic treatment of umbilical and bilateral inguinal hernias. It was reported that after implant, the patient experienced urinary tract infections that resolved with removal of the device, fistula, lesions, erosion, adhesions, bladder tumor, cysts, mesh bunching, acutely inflamed granulation tissue, stomal edema, mucosal ulceration, acute inflammatory exudate, moderte lateral lobar hyperplasis, pain, mental pain, disability, impairment, loss of enjoyment of life, defective mesh, and nodular lesion. Post-operative patient treatment included cystectomy and removal surgery. The product had been used with 0010301 bard ventralex hernia patch, lot# 43hod529 and 0113035 salute q rings (x2), lot# 43fqd517.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic laparoscopic treatment of umbilical and bilateral inguinal hernias. It was reported that after implant, the patient experienced urinary tract infections that resolved with removal of the device, fistula, lesions, erosion, adhesions, bladder tumor, cysts, mesh bunching, acutely inflamed granulation tissue, stomal edema, mucosal ulceration, acute inflammatory exudate, moderte lateral lobar hyperplasis, pain, mental pain, disability, impairment, loss of enjoyment of life, defective mesh, bladder issues, and nodular lesion. Post-operative patient treatment included cystectomy, primary care provider, and removal surgery. The product had been used with 0010301 bard ventralex hernia patch, lot# 43hod529 and 0113035 salute q rings (x2), lot# 43fqd517. Relevant tests/lab data: (B)(6) 2013: pathology report on bladder tissue showed fragment of acutely inflamed granulation tissue. (B)(6) 2015: pathology report on bladder tissue and lesion showed active inflammation and reactive changes, stromal edema, granulation tissue, mucosal ulceration, overlying acute inflammatory exudate. 12may2015: pathology report on left perivesical fat demonstrated mild chronic inflammation in the form of lymphocytes and plasma cells.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic laparoscopic treatment of umbilical and bilateral inguinal hernias. It was reported that after implant, the patient experienced pain, urinary tract infections that resolved with removal of the device, fistula, lesions, erosion, adhesions, bladder tumor, cysts, mesh bunching, acutely inflamed granulation tissue, stomal edema, mucosal ulceration, acute inflammatory exudate, moderate lateral lobar hyperplasias, and nodular lesion. Post-operative patient treatment included cystectomy and removal surgery. The product had been used with 0010301 bard ventralex hernia patch, lot# 43hod529 and 0113035 salute q rings (x2), lot# 43fqd517.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced pain, fistula, lesions, erosion, adhesions, and mesh bunching. Post-operative patient treatment included removal surgery.